Manufacturer narrative:
Analysis could not confirm the reported event, the main printed circuit board was replaced as a preventive. It was also noted that there was a broken boss on the upper case and the display wires were pinched but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after pacing the patient for approximately two days, the external pulse generator (epg), shut off without prompt, causing the patient to go into asystole. The shutdown was witnessed by the nurse and the epg was powered-on immediately and continued to pace the patient without issue. The patient was implanted with an implantable pulse generator (ipg) later that day. It was noted that the behavior could not be reproduced by the facility's biomedical engineering department. The epg was returned for service. No further patient complications have been reported as a result of this event.